Manufacturer narrative:
Unit seated at the beginning of the displacement test followed by an unexpected insulin flow block alarm, problem was isolated to the force sensor. Unable to perform rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due insulin flow block alarms. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48mg/dl at time of incident. The low blood glucose was treated with sweet food. Customer also reported that insulin flow blocked alarm during fill tubing. Troubleshooting was performed for insulin flow blocked resolved by changing complete set. The product was not returned for analysis.